Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient presented with punctate corneal fluorescein staining in both eyes two weeks after laser assisted cataract surgery. The patient was prescribed an oral antibiotic and a topical antibiotic ointment. The patient was also instructed in lid hygiene and given preservative free topical lubrication drops. The punctate corneal staining resolved two weeks later. The doctor noted being unsure if the laser or the patient interface caused the patients condition but feels the patient interface caused trauma to the limbal stem cells. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
There were no technical services requested or performed for the reported event. As the ¿staining¿ occurred 2 weeks post op and most suction related abrasions can be noted in the 1 day post op examination; possible eye rubbing due to the blepharitis in the 2 week span of post treatment could be a contributing factor for corneal abrasions or as previously stated ¿staining¿. Another source of corneal abrasions most commonly occur when an instrument is slipping across the eye or being inserted. Surgical technique may be a contributing factor for corneal abrasion; however, that cannot be confirmed. Based on quality assurance assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).